Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was scheduled for a battery replacement due to end of life. Her 0-7 lead read oor at time of battery replacement so the physician replaced the defective lead. Impedance check was performed where electrodes 0-7 showed over 40,000. The defective lead was replaced. Issue was resolved.